Event description:
The hcp reported the patient's pump was refilled in 2007 with compounded baclofen 5000 mcg concentration at a rate of 1425 mcg/day. Six days later, the patient was experiencing overdose symptoms which included insomnia, confusion, and an odd taste. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.